Event description:
It was reported that following a coronary stent procedure, a sub-acute thrombosis and dissection occurred. The pt initially presented to the cath lab with an acute inferior st elevated myocardial infarction. Angiography revealed the following; the left main coronary artery is a patent vessel with no disease. The lad artery has diffuse luminal irregularities and a 50% stenosis in the mid portion. The left circumflex artery is nondominant with one large obtuse marginal branch; there are liminal irregularities of 20%-30%. The right coronary artery is dominant with a 100% mid stenosis with timi-0 flow. The pt is sent for urgent percutaneous revascularization. A whisper wire is used to cross the lesion and a maverick2 is placed across the diseased segment and inflated to 10 atms. A 20 x 4.5 liberte' monorail stent was placed across the disease segment and inflated to 20 atms. The initial 100% stenosis resolved to 0% and timi-0 flow improved to timi-3 flow. Later the same day, the pt returned with acute thrombosis. Urgent angiography was performed to the lad coronary artery, diagonal and circumflex vessels. There appeared to be no sifnificant disease. Angiography of the proximal rca revealed a 100% stenosis and timi-0 flow. A wizdom wire had difficulty crossing the lesion, but eventually was able to cross the lesion. The lesion was then pre dilated using a maverick2 balloon. There appeared to be some haziness within the stent struts. A thrombectomy catheter was used. There was some thrombus removed, but there appeared to be no thrombus in the mid or distal to the stent. At first it was thought that perhaps there was stent strut fractures, however, another possible etiology is bleeding within the artery causing dissection and enclusure of the vessel. Using a pt2 light support guide wire for a buddy wire, a 12 x 4.5 liberte' stent was placed over the distal edge of the previously placed stent and inflated to 18 atms. Within the stent, it was likewise treated to 18 atms using the stent balloon from the liberte'. This improved flow from timi-0 to timi-3 flow, however, there still appeared to be some haziness inside to the first stent. A filter wire was placed to try and cath thrombus, howver, the catheter and wires became unstable and the whole system was removed. The right coronary artery was cannulated with the guide and a pt2 light support and wizdom guide wire were placed down the vessel. Using a maverick2 otw balloon, the wizdom guide wire was exchanged for an iron man guide wire. This offered more stability and allowed for post dilation of the stented segment. Finally, a 15 x 5.0 liberte' stent was placed within the previous stent site to tack up the dissection that appeared within the stent. The initial 100% stenosis resolved to 0%. Timi-0 flow improved to timi-3 flow. Nipride and adenosine were given for slow flow phenomenon. Pt was discharged 3 days later.